Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic pain, vaginal pain and bladder outlet obstruction. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were kidney disease and heart disease.